Event description:
It was reported to covidien that a customer had an issue with a hypodermic needle. The customer reports they stuck their left thumb while recapping the needle.

Manufacturer narrative:
Submit date: 01/05/2009. An investigation is currently underway. Upon completion, the results will be forwarded.